Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported unraveled coils were confirmed via returned device analysis. However, the reported failure to advance and difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection, dimensional analysis and sem imaging of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, a hi-torque balance middleweight (bmw) guide wire was advanced toward a heavily calcified, de novo lesion in the heavily tortuous mid right coronary artery (rca), but failed to cross the lesion due to patient anatomy. Upon withdrawal, resistance was felt and force was applied; after removal, it was noted that the tip coils had unraveled from its core. A hi-torque balance heavyweight (bhw) hydro guide wire was then advanced to the same lesion, but was also unable to cross the lesion due to patient anatomy. The bhw guide wire was withdrawn from the anatomy with resistance felt and force applied; it was noted that the 2-3 cm distal tip coils were stretched, but not unraveled. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Event description:
Subsequent to the initial filed report, the returned goods lab received the hi-torque balance middleweight (bmw) guide wire with the entire length of the shaping ribbon separated from the core and not returned. Additional information received from the site confirmed that no part of this device was left in patient anatomy and that this piece may have separated due to manipulation by a healthcare practitioner during repackaging for return shipment. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The bhw guide wire mentioned is being filed under a separate manufacturer report number. (B)(4) - against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.